Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation, the cable connecting ECG "a", ECG "b" and the front therapy electrode was pulled from the strain relief, damaging the wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged cables or connectors.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had exposed wires.